Event description:
Surgeon was unable to seat femoral head in liner of pt, whose hip was loose in flexion. The surgeon then determined that the constrained liner may have had a dimensional discrepancy and alternately used a non-constrining liner. The change in the liner may result in subsequent dislocation, requiring reoperation in the future, according to the surgeon. Note: original complaint was rec'd by johnson and johnson professional, inc on 5/5/98, letter with info leading to this report rec'd on 5/11/98.